Event description:
It was reported that during a case involving a 5mm sfa, a peripheral dilatation catheter was used to pre-dilate the lesion. A stent (7mm) was deployed and then a peripheral dilatation catheter 6mm was inflated to 6.7mm to post-dilate the stent. A perforation of the vessel occurred and a stent (12mm) was placed inside the 7mm stent to treat the perforation.